Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was not responding. Customer stated that when attempting a bolus it takes a while for the insulin pump to react. Customer also mentioned having high blood glucose readings. Customer's blood glucose reading at the time of the call was 350 mg/dl and has treated with the insulin pump. No further information reported.